Event description:
Ous MDR - it was reported that artifacts occurred in the rv channel a short time after the implantation, which led to inappropriate shock therapy. No deterioration of the patient's state of health was reported. The linox lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the examination, the lead was checked visually, electrically, and mechanically. The visual inspection detected cuts in the insulation, which are probably a result of the operation. The continuing analysis did not show any further deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be conforming to specifications and without defects. In summary, there were no indications of material defects or manufacturing errors.